Manufacturer narrative:
Additional information: d9: return date: 14-jul-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Type of investigation lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of -6.00 diopter into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a different power lens due to refractive surprise and the problem resolved. Cause reported as unknown.